Event description:
A home patient (hp) reports 2 incidents of a minicap falling off of the transfer set (approx 05/24/99 and 06/05/99). Noted during use. Hp presented at the emergency room, and rec'd a transfer set change and prophylactic antibiotics (dosage unknown) with each incident.